Event description:
It was reported that customer stated pump helped maintain blood glucose control but described ongoing concerns with bubbles forming in cartridge after one day, difficulty knowing how close cartridge was to empty due to low indicator timing, and multiple instances where pump reported an empty cartridge even when cartridge was full, leading to routine concern about possible cartridge motor and pump alignment problems. There was no reported impact to the customer¿s blood glucose level. Customer specifically requested no follow-up, and technical support documented report as information only with no further action taken.